Event description:
It was reported that during a case at the user facility, the core micro drill motor would not stop. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.